Manufacturer narrative:
Info not available, device not returned for analysis.

Event description:
User facility medwatch initially filed because the surgeon originally stated that the stapler misfired. The surgeon has since stated that the issue was due to where the device was placed. There was no issue with the device. Spoke with risk mgr, and she confirmed they do not believe the device malfunctioned in any manner. Initially, the surgeon was making this claim; however, other or personnel did not share this belief. The surgeon has now stated that the device performed as it should have and that he applied it improperly. She mentioned that she normally receives contact from FDA after reporting these events, and she will provide this info to them.